Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8362592, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-28, medical device lot #: 9114856, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-24, medical device lot #: 9303827, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle eclipse 30 x 1/2 safety shields are not engaging and they're getting stuck. The following information was provided by the initial reporter: material no. 305757, batch no. 8362592, 9114856, 9303827. It was reported that needle safety shields are not engaging and get stuck at an angle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: one sample was received by our quality team for evaluation. During visual inspection of the sample, the cannula was observed to be bent at the tip of the epoxy and did not sit within the safety shield. No deformation / damage observed on the eclipse hub and safety shield and no breakage observed on the safety lock pin. The returned sample was deactivated and then subjected to manual activation and was able to be activated with the cannula being bent, no abnormalities were found on the safety shield. The returned sample with the bent cannula was manually capped with a needle shield. The needle shield was removed and observed further bending of the cannula at the top. This simulation demonstrated that the sample with the bent cannula could not be caused by the shield loading process during the manufacturing assembly machine and the cannula could have bent during product application. The team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the simulation of the needle shield being manually capped where further bending of the cannula at the top of the cannula was observed, it is likely that the cannula could have bent during product application which caused the cannula not seated properly into the safety shield. This non-conformance could have happened out of the manufacturing facility due to product application.

Event description:
It was reported that needle eclipse 30x1/2 safety shields are not engaging and they're getting stuck. The following information was provided by the initial reporter: material no. 305757 batch no. 8362592, 9114856, 9303827. It was reported that needle safety shields are not engaging and get stuck at an angle.